Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of mg/dl 50 mg/dl. Customer feel ok to troubleshoot. Customer has been using insulin pump system within 48 hours of reported low bg event. Drive support was not mentioned. Customer blood glucose reading at the time of incident was unknown. Current blood glucose reading is 295 mg/dl. Customer low blood glucose reading was treated with food and juice. The insulin was dripping and squirting prior connecting at their site customer also reported over delivery. Customer changed their set two days. Customer was advised to call their healthcare provider. The product was not returned. Customer was not using auto mode feature during the serious injury.